Event description:
It was reported "during procedure the doctor could not peel the cath, had to use scissors". The sheath was removed entirely. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4). The customer provided one photo for investigation. Visual inspection of the photo revealed that the complaint of sheath tears incorrectly was confirmed as they reveal an irregular tear pattern in the sheath that is not across the score lines as intended. The customer also returned one sheath and dilator for investigation. Visual inspection of the sheath also confirmed that it was torn incorrectly. One tab became completely separated from the extrusion with a portion of the extrusion still molded onto it. It was also noted that the entire sheath extrusion was torn. Microscopic examination confirmed the damage and revealed that the point of tearing was irregular and not along the intended score lines. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and relevant findings were identified. For material c-70013-003, qa inspection, and non-conformances were reviewed for all relevant batches. An event investigation form (eif) was created for "peel-away sheath tears incorrectly". The instructions for use (IFU) provided with this kit states "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel.". The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The returned sheath did not separate along the score lines as intended. The sheath is manufactured by a third-party supplier. Therefore, based on the investigation performed, the supplier caused or contributed to this defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported, "during procedure the doctor could not peel the cath, had to use scissors". The sheath was removed entirely. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".